Event description:
Customer reportedly received the following results on mobile system 1 and mobile system 2 within 10 minutes: hi (greater than 33.3 mmol/l) and 12.2 mmol/l, 19.6 mmol/l and 8.3 mmol/l the comparisons were performed approximately one hour apart. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(4). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in system 2 (lot number and expiration date unknown). (B)(4) for the suspect device used in system 1.